Event description:
During transport of a pt on ventilator, with the ventilator using the internal battery for a power source, the ventilator experienced a power failure. The nurse indicated that the ventilator was charging all day. The ventilator was pulled from svc. The biomedical engineer dept staff charged the unit, ran on battery x 10 mins, talked to tech support and tech support believed the battery to be defective (odd discharge characteristics).a new battery was sent, installed, charged and tested. Lasted for one hr, okay.